Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported under that the patient underwent a surgical procedure using rhbmp-2/acs on (B)(6) 2012. The patient "does not know if it is the implant or the way the implant was put in, but since the implant she has had 6 sugeries and needs another. The implant was placed on her t2-4 level. Her lungs were punctured during the procedure. She also became septic and was in the hospital for 2 months with (B)(6) and a heart attack. Presently, the reporter has a pinched nerve at the c3-4 level with pain that goes from her shoulder, neck, and arms. ... Now the reporter's spine sticks out at her bra level and bleeds whenever it is touched. Dr (B)(6) wants to do another surgery but the reporter does not trust him..."